Event description:
As reported by the user facility: brief inquiry description: after installing the txs on a pump they noticed a black spot on the inside of the macro tubing just before the strain relief bar. No patient involvement.

Manufacturer narrative:
This report has been identified as (B)(6). Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) unused sample with packaging was returned for evaluation. Visual examination of the set noted no "black spot" anywhere on the transfer set or the tubing. Based on the evaluation results, the reported defect not confirmed. Retained units were evaluated and passed the internal testing. Review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.